Event description:
It was reported that the patient was hearing beeps (high alert tones) from their implantable cardioverter defibrillator (ICD) once every day and was concerned that "something bad will happen and no one will know since there is beeping but nothing is showing in observations". Device evaluation showed that no alerts had triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. No alert tones between two most recent clinic sessions. Alert log showing no non-clinic magnet tones. Concomitant products: 429888 lead, implanted: (B)(6) 2014. A 407645 lead, implanted: (B)(6) 2014. (B)(4).